Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device is burning, and the patient has stopped using it. There were no reports of smoke, flames, melting and voids/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.